Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the pump had been dry for 2 months and has been alarming for 3 months. The alarm began in (B)(6) 2014. The patient was too sick to get a revision but the health care provider (hcp) wanted to make sure that if they tried to use the pump, it would not overinfuse. It was noted that the patient was in the hospital at the time of the report for an unrelated surgery. The hcp thought they would try to use the pump to see if it would help with the patient¿s pain symptoms. The pump was infusing morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.